Manufacturer narrative:
To resolve the issue gas delivery system, blower assembly. And tubing kit with hoses replaced by fse. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, the device is getting an error code 1201 patient circuit occluded. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that there is no flow from the gas outlet port. Displays patient circuit occluded error code 1201 message. The fse observed that the blower motor is not spinning, there is a sticky substance on it; rubber tubing contaminated; port from gas outlet to bottom machine plugged with a hard yellow substance. Nylon fitting is damaged. It is recommend replacement of blower, tubing, boots and gds due to contamination. The investigation is ongoing.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the product investigation lab (pil). The gds was tested and the failure was unconfirmed. Pil found that this gds passed pressure accuracy testing as well. This gds was verified to be functional with no error.